Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and fs sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.section h4 has been updated based on product download.

Event description:
Customer reported experiencing skin irritation while wearing an adc freestyle libre sensor and upon removal of the sensor after 4 days of wear, the sensor filament remained in the customer's arm. Customer self-presented to the emergency department of a hospital to have the filament surgically removed. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing skin irritation while wearing an adc freestyle libre sensor and upon removal of the sensor after 4 days of wear, the sensor filament remained in the customer's arm. Customer self-presented to the emergency department of a hospital to have the filament surgically removed. No further information was reported. There was no report of death or permanent injury associated with this event.